Manufacturer narrative:
Exact date unknown, symptoms started approximately two months prior to the date of the replacement surgery.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had recurring urinary incontinence. The patient was evaluated clinically and x-ray imaging found that the pressure-regulating balloon was empty. A surgical procedure was carried out approximately two months after the symptoms started; during the procedure, a small cuff hole was identified. All components of the existing aus were explanted and replaced with a new aus. There were no additional patient complications reported.